Manufacturer narrative:
Exemption number e2015058. The history log for the device showed the pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The device records power ups of one of ten minutes duration between the (B)(6) 2015 and the (B)(6) 2015. This may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening to switch the device off. Investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.